Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump has no audible or vibrate function. There is no additional information available at this time. This report is being made based on the alleged malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to confirm or duplicate the lack of audible or vibratory alarms: confirmed both audible and vibration alarms are functioning. No activity outside normal use observed in the black box or download history.